Event description:
A healthcare facility in marietta reported via a fisher & paykel healthcare representative that tubing of an ojr414 optiflow junior 2 nasal cannula was damaged at the swivel grip tube joint during use on a patient. There were no reported patient consequences.

Manufacturer narrative:
(B)(6). Section d4: lot number details were not received from customer. Section d4: UDI details were not received from customer. Section d4: expiration date was not received from customer. Section h4: device manufacture date was not received from customer. Method: the subject device ojr414 optiflow junior 2 nasal cannula was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information, photograph(s) and description of events provided by the healthcare facility, previous investigations of similar complaints and our knowledge of the product. Results: visual inspection of the provided photograph(s) of ojr414 optiflow junior 2 nasal cannula m revealed that both the tubes were detached from the swivel grip tube joint, confirming the reported fault. It is also observed that both the tubes were stretched at the end. Conclusion: our investigation could not determine the exact cause of the reported damage to the subject device. Based on our knowledge of the product it is most likely that the cannula was subjected to excessive force. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. Samples are also taken and pull tested to check the tube tensile strength and the glue joint strength at the cannula/tube joint, as well as the swivel grip joint. The subject cannula would have met the required specification at time of production. The user instructions which accompany the subject device ojr414 optiflow junior 2 nasal cannula show in pictorial format the correct placement and fitting of the cannula, and provide the following warnings: "appropriate patient monitoring (e.g., oxygen saturation) must be used at all times. Failure to monitor the patient may result in loss of therapy, serious harm or death." "Ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient." "Do not stretch the cannula on application; this may cause increase pressure to the patient's skin. If necessary, the cannula may be repositioned."

Event description:
A healthcare facility in marietta reported via a fisher & paykel healthcare representative that tubing of an ojr414 optiflow junior 2 nasal cannula was damaged at the swivel grip tube joint during use on a patient. There were no reported patient consequences.

Manufacturer narrative:
(B)(6). Section d4: lot number details were not received from customer. Section d4: UDI details were not received from customer. Section d4: expiration date was not received from customer section h4: device manufacture date was not received from customer fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.